Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump battery was hot to touch when plugged into to try and charge. No reported adverse impact to the customer's blood glucose. The customer reverted to alternate insulin therapy.